Event description:
It was reported that the lead exhibited not good electrical values. The physician doubts that the event was caused by the lead. The lead was explanted. The patient's condition was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.